Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer observed a fault on universal surgical manipulator (usm) 3. The customer disabled the usm and used usm 4 instead. The customer continued with the procedure using usm 4 and wanted to know what the issue was. The technical support engineer (tse) confirmed errors 31199 and 1126 in the logs for usm 3. The tse advised the customer to power cycle the system and confirm if the error returned. The customer mentioned they would troubleshoot after the procedure. The procedure was continuing with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed error logs which indicated numerous 31199 and 1126 errors and replaced universal surgical manipulator (usm) 3 to correct the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the evaluation. Failure analysis was able to confirm/reproduce the reported complaint. The unit was tested on an in-house system and it triggered error 31226 in normal mode. System logs show errors 1126, 31199, & 31226. The flex cables and fibers were checked to be fully connected. The unit went through more testing on the psc fixture test platform and passed all required tests, but failed fiber test for the rolling loop. A golden rolling loop fiber was used and retest with a passing result. The original rolling loop fiber was reconnected and the unit failed once again. As a fix, the rolling loop fiber assembly will be replaced. No image or video clip for the reported event was available for review. Log review confirms the occurrence of a unilateral inguinal hernia surgical procedure on the reported event date of (B)(6) 2022 using system sl0263. System logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. It is unknown if there was harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.